Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged after it was fixed. The physician tried to fix the lead but could not fix it well. The physician noted that there were a few smooth muscles on the tip of the heart so the lead could not be fixed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.